Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced and the charger board adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system would not fluoro during a case. No pt injury was reported.